Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that after the second dialysis treatment, an alleged catheter leak was identified from the extension set behind the clamps. Reportedly, the device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that after the second dialysis treatment, an alleged catheter leak was identified from the extension set behind the clamps. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one 19cm glidepath hemodialysis d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for partial splits in the extension legs, as partial circumferential splits were noted on both extension legs just proximal to the bifurcation. The splits were observed to be jagged and leaking was observed at the splits during in-lab functional testing. Necking was noted on the catheter approximately 15.8 cm from the distal end of the bifurcation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Method, results and conclusion).